Event description:
A remstar auto a-flex was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were present inside the blower kit and foam degradation was also noted. Additionally, the service technician noted dust contamination. The evaluation of the device data identified error codes in the device log. No evidence was identified to suggest that device performance contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.